Event description:
Customer reported an unexpected negative reaction on the echo with a patient sample that demonstrated anti-k in gel. It was negative on the echo for antibody screen and antibody ID testing.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention crrid extend ii, lot dn033, used by the customer at the time of the event. The customer did not return sample for investigation testing.